Event description:
It was reported that customer experienced repeated cartridge alarms on pump that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if needed, while technical support confirmed warranty status, arranged shipment of replacement pump.